Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radiculopathy and spinal pain. It was reported that there was a out-of-regulation (oor) seen on the patient's patient programmer (pp). Patient reported seeing the oor message last night and this morning. Patient confirmed it was an informational message. No traumas/falls were related to this issue. Patient was checking ins status when this occurred. Patient stated that he'd previously been trying to increase stimulation on the "channel" that goes to his left leg. Patient reported that there was a change in therapy related to positional movement. Patient stated that the channel running through his left leg has been problematic for the last two weeks and noted that there seemed to be some sort of "shortage" in the left leg channel. The right leg channel was reported to be working fine. Patient stated that he's had to increase the stimulation level to the left leg channel much high than it usually is set at in order to feel the stimulation. The patient tired increasing amplitude up to 4.75v to 6.00v, which is higher than normal. Patient stated that when he would make a certain movement, it would jolt him suddenly in the left leg. Patient clarified that the jolt felt like a very strong stimulation in the stimulation delivery area. It was reviewed with the patient that this was not unexpected due to the settings being turned up higher than usual. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Device code (B)(4) applies to the lead. All fdr, fdc and fdm codes apply to both the ins and the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that he got his ins replaced. When asked if this was due to normal battery depletion, they stated that it was not. The patient reported that the lead going to the ins got damaged somehow and "flaked out on him". The patient stated that they "replaced everything", and that he did not know when this issue occurred. The patient stated then that last year, the electrodes on the module "burned out". They noted that they did programming to work around that issue, but a couple of months later "it went haywire" in may of last year (2018). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the technician programmed around it to solve the burned out electrode. Issue was reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 39565-65 (B)(4) implanted: (B)(6)2012 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the out of regulation (oor), change in therapy due to positional movement and jolting was that an electrode burned out and programmed around it. The patient reported that they were reprogrammed without the affected electrode. The patient reported that the oor, change in therapy due to positional movement and jolting had been resolved. No further complications were reported.